Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 360 mg/dl with unspecified ketones. The patient had discontinued pump therapy at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had an intermittent power issue and the battery compartment was cracked. The reporter alleged that the cap could not be removed from the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of an intermittent power issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the pump's black box showed unexplained pump reboot events on (B)(6) 2016 at 08:27; deliveries never resumed. The battery compartment was cracked on the side near the threads and above the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the duration test. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. (B)(4).